Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced peritonitis. It was not reported if the patient required hospitalization or if remedial therapy was rendered. The cause of the peritonitis was unknown. At the time of this report, it is unknown if dianeal pd2 ultrabag therapy was ongoing. It was unknown if the event of (B)(6) had resolved. The nurse considered the event of bacterial (B)(6) to be unrelated to dianeal pd2 ultrabag therapy.